Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right-mentor smooth round moderate profile, 275cc, catalog number 3501640, serial number (B)(4), lot number 7011791. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent bilateral breast prostheses implantation on (B)(6) 2016, reported bilateral droopy breast implants that have no shape and left side knot at the top of the breast that feels firm. The devices are still implanted. It is unclear whether the knot is a breast mass or a palpable part of the device. The right implant was reported to be deflated, but it is unclear whether the left implant is deflated, or the breast is sagging, or both. The customer requested that no further contact be initiated for follow up attempts. Therefore, no additional information is available. Should more information become available, this complaint will be reassessed. This report is for the left implant.

Manufacturer narrative:
On 11/19/2018, additional information received indicated that the left implant was also deflated. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504001bc, serial number (B)(4), 400cc, and right replaced with catalog number 3503251bc, serial number (B)(4), 325cc. This report is for the left implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/01/2018, additional information indicated that the patient underwent bilateral removal on (B)(6) 2018. This report is for the left implant. Manufacturer¿s reference number: (B)(4).